Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted after the patient received inappropriate shock therapy. It was noted the episode showed an artifact that was oversensed, resulting in the shocks. Noise was able to be recreated in all vectors when the patient moved their left arm and when they were laying on their left side. It was noted the device and electrode remained connected at the explant procedure so the connection could be evaluated when the products were returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted after the patient received inappropriate shock therapy. It was noted the episode showed an artifact that was oversensed, resulting in the shocks. Noise was able to be recreated in all vectors when the patient moved their left arm and when they were laying on their left side. It was noted the device and electrode remained connected at the explant procedure so the connection could be evaluated when the products were returned for laboratory analysis. No additional adverse patient effects were reported. The explanted device and electrode were received and are undergoing laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device and electrode were thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the s-ICD and electrode were connected upon receipt. The terminal pin of the electrode was visible beyond the sense a connector block and when the electrode was tugged on, it was confirmed to be properly secured within the device header. An x-ray inspection revealed no anomalies. The electrode was removed from the device header in order for the products to be tested independently. Resistance tests were completed to assess electrical performance and inner insulation integrity of the electrode. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.